Event description:
The manufacturer became aware of an allegation that an end user of a dreamstation auto CPAP device passed away on (B)(6) 2023. No further information was provided. There was no allegation that the device caused or contributed to the death. The device was returned to a third party service center for investigation on september 27, 2022. During the investigation, the third-party service center visually inspected the device and found no evidence of foam degradation. The device passed final testing. If additional information is obtained, a follow up report will be submitted.

Manufacturer narrative:
H3 other text : device evaluated at third party service center.